Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; influence of primary intimal tear location in type b aortic dissection as a factor portending retrograde type a aortic dissection after endovascular repair. Adel mohammed amer al-kalei, ziheng wu, and hongkun zhang, j vasc interv radiol 2018; 29:833¿840 doi: doi.org/10.1016/j.jvir.2018.02. Date of death unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment for a type b aortic dissection. It was reported approximately 7 months post the index procedure the patient presented with a retrograde type a aortic dissection (rtaad). It was reported the patient expired on an unknown date. The cause of the event (rtaad) was attributed to the device. No additional clinical sequelae were reported.